Event description:
It was reported by the customer via emergency support program line, that the sensation plus 50cch intra aortic balloon (iab) had a fiber optic sensor failure during use. There were no patient harm or injury was reported.

Manufacturer narrative:
Iab sensor failure refers to a malfunction or loss of signal from the fiber optic pressure sensor, which is essential for accurate waveform monitoring and pump timing. Such failures typically result from sensor kinks, breaks, or connector issues and may lead to poor or absent waveforms, calibration errors, or pump detection problems. Trend reviews show occurrences within expected rate only one complaint required review, and complaints remained within normal limits, with no safety risks identified. DHR review is required only under specific conditions, such as recent service, suspected manufacturing defects without returns, serious injuries, or regulatory obligations. Risk analysis indicates low severity and occurrence, with an overall low risk index, and existing IFU labeling already addresses alarms, connection precautions, and alternative pressure source instructions. Overall, no escalations are needed, and no issues suggesting non conforming or counterfeit product were identified.

Event description:
N/a.

Manufacturer narrative:
Corrected field - h6 (type of investigation, investigation findings, component codes, investigation conclusions).